Event description:
During baxter's functionality testing of a spectrum pump, the device failed to auto restart. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom "won't auto restart" which was not reproduced. "Won't auto restart" was confirmed during baxter's functionality testing. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was calibrated to correct this condition.